Event description:
Reporter reported that 2 components of the rt106 adult inspiratory heated breathing circuit, namely the elbow connector and s-connector were missing from the kit. This was discovered during the incoming goods inspection. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. Method: the rt106 breathing circuit was not returned to the MFR. An analysis was carried out based on the event description and results of previous investigations of similar complaints. Results: operator error during the packing process resulted in the straight connector and 90 degree elbow connector being omitted from the circuit kit. The circuit pack appears to have also passed visual inspection for missing components. A lot check revealed no other complaints of this nature for this lot number. Conclusion: this incident is most likely due to operator error. A CAPA was implemented and new standard operating procedures put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. The effectiveness of the improvements implemented are being monitored to determine if further improvements are necessary. Our monitoring and trending of missing components in breathing circuit kits has a rate of occurrence worldwide for the last year to july 2008 of 0.005%.